Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump touchscreen was unreadable as half of the screen did not display any graphics. Customer's blood glucose was within range (value not provided). Customer reverted to using an alternate method of insulin therapy.